Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. Visual inspection upon receiving revealed no external damage. The sensor failed continuity tests due to open connection across r1, r2, l1, l2, cb and CT electrodes. No functional test was performed as the sensor was returned used and could not be tested on forehead. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported psi value was always 100. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported psi value was always 100. No patient impact or consequences were reported.